Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 224 mg/dl after a recent infusion set change, with no observed insulin leaks or tubing kinks, and blood glucose later trending down to 187 mg/dl following automated correction dosing. Symptoms included elevated blood glucose without reported hypoglycemic episodes, loss of consciousness, or hospitalization. Outcomes included no injury, no medical intervention beyond continued monitoring, and no alarms reported. Investigation included technical review of device performance through patient report and troubleshooting education. Investigation of this case revealed that the system delivered correction doses as designed and glucose levels decreased over time, with no device malfunction identified. It was concluded that the event represents hyperglycemia of unclear cause with device function consistent with specifications and user advised that regulation from correction dosing can take 60¿90 minutes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.